Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after approximately two months implanted. No other products were implanted at this time. Additional information has been requested but was not provided at this time. This ICD has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after approximately two months implanted. No other products were implanted at this time. Additional information provided this ICD was explanted due to an infection. This ICD is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.